Event description:
Complainant alleged that during functional testing, the associated device failed for high impedance using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer indicated the product will not be returning to zoll. A replacement pack of electrodes were sent to the customer.